Manufacturer narrative:
Initial and final MDR 1875024 - MDR 3003442380-2024-04682 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that 4 infusion set cannula was bent, within 3 hours of insertion the site of insertion is abdomen and thigh. The blood glucose level goes upto 200 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.